Manufacturer narrative:
Updated data: b5, e1, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that the previously reported pneumonia that occurred was now reported as unrelated to the transcatheter valve. Further, the hospitalization that occurred approximately 7 years and 7 months following the valve implant procedure, was initiated by the patient who presented to the local emergency department via emergency medical services (ems) with acute hypoxic respiratory failure. Ems reported hypoxia in the 60's percentage range. The patient arrived with a non-rebreather mask with oxygen saturations in the 70-80% range. A transition to bilevel positive airway pressure (bipap) was required in which the oxygen saturation increased to the 90% range. Intravenous diuretics were provided. The patient¿s condition deteriorated and emergent intubation was performed. Changes to the diuretics were made and a norepinephrine bitartrate was administered. An echocardiogram showed global hypokinesis. The respiratory failure event was reported as probably related to the transcatheter valve. Admission to the intensive care unit (ICU) was required. During this hospitalization atrial fibrillation occurred. The atrial fibrillation was noted to have rates in the 140 beat per minute range. An anti-arrhythmic bolus was administered and this bolus dose was changed after 6 hours. On the same date, upon examination, a regular rate and rhythm were observed. The atrial fibrillation event resolved without sequelae the same date as onset. The physician indicated it was unknown if the atrial fibrillation was related to the transcatheter valve. During this hospitalization, regarding the non-st elevation myocardial infarction that occurred, an electrocardiogram (ECG) in the emergency department showed mild elevations in the anterior leads that appeared new compared to prior ECG. There were also depressions in the lateral leads. Chest pain was not present. The heart rate varied in the 130-140 bpm ranges and the rhythm appeared to be sinus rhythm. Cardiology felt this event was due to left ventricular hypertrophy (lvh) demand. Additional troponin measurement values were 193, 232, and 345. Due to poor prognosis, further cardiac interventions were not performed. The physician indicated it was unknown if this nstemi was related to the transcatheter valve. The cardiogenic shock and death that occurred were reported as probably related to the transcatheter valve.

Event description:
Additional information received indicated that the day following the first admission a non-st-elevation myocardial infarction (nstemi) and pneumonia were diagnosed. Troponin values were reported as 255>501>486. An electrocardiogram (ECG) showed sinus rhythm at a rate of 94 beats per minute with a pr interval of 208. St depressions was observed in leads I, ii, avf, and leads v4 to v6. St elevation was not present. The nstemi was suspected type ii due to demand in the setting of respiratory failure, congestive heart failure and sepsis. Heparin of 5,000 units was administered every 8 hours. A low dose aspirin and aspirin 81 mg and a statin were continued. A cardiac catheterization was deferred due to infection concerns and the absence of anginal symptoms. An ischemic work-up was planned as an outpatient. Opacities where seen on the chest x-ray which was reported as most likely reflected multifocal bilateral pneumonia. Intravenous antibiotics were administered. The nstemi and pneumonia were resolved with no sequelae at the time of discharge 6 days following onset of the nstemi. Home care services were in place. A follow-up chest computed tomography (CT) was to be performed in 6 weeks as an outpatient. The physician indicated it was unknown if the nstemi was related to the transcatheter valve and the pneumonia was unlikely related to the transcatheter valve. The acute congestive heart failure was reported as probably related to the transcatheter valve.

Manufacturer narrative:
Updated data: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported approximately seven years, six months following the implant of a medtronic transcatheter aortic bioprosthetic valve (tav), the patient presented to the emergency department (ed) by emergency medical services with sudden onset of shortness of breath. During assessment by paramedics, the patient's blood oxygen saturation on room air was 80%. At the ed an x-ray of the chest was performed and showed pulmonary edema; the patient was administered intravenous (IV) medication (a vasoconstrictor and diuretic), supplemental oxygenation was initiated, and the patient was placed on a bilevel positive airway pressure ventilator to assist with breathing. The patient was admitted to the cardiac intensive care unit with acute congestive heart failure. The IV medication was changed to a more powerful diuretic (bumex) and a vasoconstrictor (neosynephrine) infusion. The following day, an echocardiogram was performed and showed an ejection fraction (ef) of 60%, the right ventricle function was within normal limits, the 34mm medtronic valve (tavr) was well seated, the peak velocity was 3.7, the mean gradient was 37mm hg, and moderate stenosis of the tavr was noted. The patient was discharged to home seven days after presentation to the ed with home health services in place. Eleven days after discharge, while the patient was admitted with cardiogenic shock, the patient was noted to have severe lactic acidosis. The patient became hemodynamically unstable; pressor support medication was administered. The patient received continuous renal replacement therapy. An echocardiogram was performed and showed the ef had decreased to 30%, 1-2+ eccentric paravalvular leak was noted on the tavr, the mean gradient remained in the 30's mm hg, myocardial stunning was observed, and the left ventricle was dilated. It was determined the patient's prognosis was poor; a decision was made to withdraw life support and allow for natural progression with exitus two days later.

Event description:
Additional information received indicated that the valve per aortography was implanted within the native aortic valve at a depth of 2 millimeters (mm) on of the noncoronary sinus and 6 mm of the left coronary sinus. The mean aortic gradient on the implant discharge transthoracic echocardiogram (tte) measured 6 millimeters of mercury (mm hg). The cause of death was cardiogenic shock. An autopsy was not performed.

Manufacturer narrative:
Updated data: b5, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.